Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, but the malfunction code recurred after resetting. As a resolution, a replacement pump was sent, and the customer was advised to return the malfunctioning pump using a pre-paid label provided by tandem. The customer will use a multiple daily injections therapy as a backup and acknowledged receiving a pump with updated software. Instructions for storage mode and programming settings on the replacement pump were also provided and acknowledged by the customer.